Event description:
Atrium drainage system was broken at the connection to the drainage port. The drainage tube from the pt is "one piece" with the drainage system, around this was a reinforced metal spring. Rep took photos and has all related info.